Event description:
The customer reported the etco2 function would intermittently stop reading. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported the etco2 function would intermittently stop reading. There was no report of negative pt impact. The device was evaluated by a philips field service engineer. The reported symptom was confirmed. Replacement of the etco2 module resolved the reported symptom. The device passed all testing and was returned to service.